Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the locking mechanism on the tracheostomy tube did not hold the tube securely in place. On several occasions, the tube slipped outward, requiring readjustment and repositioning. This tracheostomy tube was inserted on (B)(6) 2026. On (B)(6) 2026, it was noted that the tracheostomy tube had slipped out and that a greater portion of the tube was visible outside the wing. An ent physician repositioned the tube by advancing it 2¿3 cm. It was observed that the tube was not fully secured but appeared to be held more firmly when the blue locking mechanism was pressed completely to the bottom rather than only to the same level as the white plastic component. On (B)(6) 2026, it was again observed that the tube had migrated relative to the wing. The tube was repositioned downward. On (B)(6) 2026, the tube had once again moved upward relative to the wing by approximately 2¿3 cm, and it became evident that the locking mechanism was not functioning properly. The device was replaced with a new portex uniperc tracheostomy tube from a different lot number. There was patient involvement but no injury. However, several distressing episodes occurred during which breathing function was compromised.